Event description:
During middle of case machine began making a loud noise. While surgeon was using hand piece, there was a "pulse" resulting in increased pulse of pressure which resulted in blow out of pt retina and apparently caused lens being implanted to become damaged. A new lens was secured and procedure completed. The pt went to a hospital that offers retina surgery and had an add'l surgery.